Manufacturer narrative:
The customer reported that the cns (central nursing station) shut down on its own during normal use. When the device came back up it was asking for an admin password. Nihon kohden technical support representative had the nurse hard reboot the device and the device started normally. The nihon kohden technical support representative explained to the nurse that the hard drive needs to be replaced every two years and the system needs to be restarted every 90 days. He confirmed that the device was functioning normally and that patients were being monitored. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central nursing station) shut down on its own during normal use. When the device came back up it was asking for an admin password. Nihon kohden technical support had the nurse hard reboot the device and the device started normally.